Event description:
It was reported that 22 patients underwent anterior cervical discectomy and fusion procedures at a total of 38 levels using rhbmp-2/acs, a peek interbody cage, and anterior plate fixation for cervical radiculopathy. The literature article reports that 26 levels had heterotopic ossification extending into the central canal.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.